Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013; reason for explantation is unknown; during the same surgery the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed on 31 mar 2014.